Manufacturer narrative:
The needle complaint could not be confirmed due to the customer returned the sensors with no needles.

Event description:
The customer reported via phone call that the sensor had inaccurate readings which triggered the threshold suspend alarm. The customer explained that he received a low alert at breakfast when his blood glucose level was 122 mg/dl and then he received a threshold suspend alarm; sensor glucose was 40, but blood glucose was 173 mg/dl. The customer stated that he received two calibration error alerts and then a change sensor. It was advised to change the sensor. The sensor was returned for analysis.